Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The issue was not confirmed using logs. Functional testing was performed using system the unit powered on and successfully cauterized across all ports and instruments without issue. A review of the internal log revealed c-84 and m-31 error. The complaint was confirmed by failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer experienced no energy output from both bipolar ports on the integrated electrosurgical unit (iesu). The customer first attempted troubleshooting by power cycling the iesu, swapping two bipolar energy cords, and exchanging two backup bipolar instruments, but the issue persisted. The customer did not have an alternate backup generator available and completed the procedure using the monopolar energy. The procedure was completed with no reported injury.